Event description:
Boston scientific crm received information that this lead exhibited high, out of range pacing impedances and increased thresholds. A lead fracture was identified.

Manufacturer narrative:
As this lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.